Event description:
Reporter alleged discrepant and erratic blood glucose results, one of which measured 259 mg/dl back to back with a result of in the 500s mg/dl. No actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.